Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited capture anomaly. The lead was capped and replaced during a device changeout procedure. No further information was available.